Manufacturer narrative:
Injuries to nerves is listed in the instructions for use as a potential complication of the carpel tunnel release procedure. The reported event date is an approximate date of the event. The device was not returned for analysis. Additionally, the lot number was not reported and therefore a review of device history records could not be performed.

Event description:
The physician had nicked a nerve during surgery. About 2 weeks post-procedure during therapy that is part of the physician's standard practice, the patient had symptoms that were potentially suggestive of a problem with the 3rd digital nerve, presumably a reduction in sensation in the third webspace. The physician saw the patient, evaluated, and explored the patient with an open ctr and nerve exploration. At the time he noted a partial laceration of the 3rd common palmar digital nerve and performed an epineurial repair. The patient was followed for about 6 months and the patient recovered "protective sensation". The physician indicated that the patient seemed "satisfied" with the outcome at that point. There is no report of device malfunction.